Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not mention symptoms and treated their high blood glucose reading with their insulin pump and injections. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high-pressure test. Customer did not mention if the set was changed. Customer was using auto mode feature. Customer did not perform any tests. Customer did not contact their healthcare provider. Products will not be returning for analysis.